Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The device evaluation confirmed a single occurrence of error message (sf218) during the device software upgrade process. Performance testing could not reproduce the device fault and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. There was no patient injury reported as a result of this incident.